Manufacturer narrative:
The device was received by depuy synthes power tools. The reported condition of the unit being "wobbly" could not be confirmed. During the pre-repair assessment, it was noted the device had a bent shaft, making the evaluation impossible. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device was "wobbly" during surgery. No injury or medical intervention occurred. It is unknown if surgical delay occurred. There is no additional information provided.